Manufacturer narrative:
Model number/catalog number:sc-2317-50. Serial number: (B)(4). Batch/lot number: 20713713. Model/catalog description:infinion cx lead kit, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate simulation. It was noted that the leads were migrated and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.